Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. (B)(4).

Event description:
A facility representative reported that approximately 7 months following an intraocular lens (iol) implant procedure, the iol was exchanged for another iol due the patient experiencing disturbing halos and poor distance vision. The patient was unhappy with the iol. There are two medical device reports associated with this patient. This report second eye implanted.